Event description:
It was reported the customer's son was experiencing low blood glucose. The mother stated she had given her son a glucagon shot. She also reported that her son's insulin pump had been suspended, but she still believed the insulin pump was delivering insulin to her son. The son's blood glucose was 63 mg/dl. The mother had also stated she had given her son glucose tablets for his low blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).